Event description:
Intraoperatively (during a laparoscopic appendectomy) a powered stapler was used 3 times successfully. Upon the 4th attempt, the stapler would not fire. Another stapler was opened and loaded to complete the case. No harm to the patient.